Event description:
Per the clinic, the patient developed a fluid pocket around the implanted device and was prescribed oral antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.